Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). Other device used: catalog #unknown, unknown zmr cone body, lot #unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. The patients adherence to rehabilitation protocol is unknown. As noted in the journal article, the patient had three previous operations for subtrochanteric fracture treatment and has 2b (bohm and bischel classification of femoral defects) bone defect. He was treated with a larger diameter stem and a constrained liner and subsequently stabilized with no evidence of loosening or subsidence. With the information provided, the patient condition likely caused or contributed to the reported issue.

Event description:
It is reported that one patient was revised for subsidence and recurrent dislocation.